Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that no dentist will provided a letter for them to continue treatment. At check in patient marked true to inflammation, sensitivity, discomfort, loose and jaw discomfort. This is a contraindicated patient for dental implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.